Event description:
It was reported that a broken weld was found on the beds. No adverse consequences were reported.

Manufacturer narrative:
Weld. Investigation determined that the broken weld affected the manual CPR functionality.